Manufacturer narrative:
(B)(4).

Event description:
It was reported that during device upgrade, increased capture threshold was observed on rv lead. The lead was explanted and replaced. The patient's condition before and after the procedure was good.